Event description:
It was reported by the customer that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.